Event description:
The customer contacted baxter's technical service center to report system error (se) 2240 alarms that appeared on the homechoice (hc) machine during the previous therapy. The home patient (hp) said that she had the alarm and powered the hc off. The hp was not able to answer the troubleshooting questions. The baxter technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the home patient's (hp) husband on (B)(6) 2011 regarding the system error 2240 alarm. The hp's husband stated that he figured out that when he went to empty the bag the next day, the fluid would not come out, it would only drip. He realized that the frangible did not break all the way. The hp's husband stated that the hp was doing fine with therapy and there was no patient injury or medical intervention associated with this report. The system error 2240 alarm could not be confirmed and the root cause was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).